Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: desire to remove and replace aged breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with a mentor smooth round spectrum 275cc saline breast prosthesis (left device) and an unspecified mentor smooth saline breast prosthesis (right device) desired removal of her implants due to their age. As a results, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.